Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device was not reliable; the stylus was replaced. The customer comment of noisy telemetry was not able to be confirmed, however, a solder on the electrocardiogram (ECG) connector was found to be cracked; the link electronic module (lem) board was replaced as a preventive measure. The device passed final functional and system tests.

Event description:
It was reported that the programmer was experiencing noisy telemetry, where waveforms would appear on the electrocardiogram (ECG) rather than a flat line. The noisy telemetry occurred in various locations, so electrical noise in one particular room was stated to have not been the cause. It was also reported that the stylus touch-pen of the programmer was unreliable. The programmer has been returned to service. No patient complications have been reported as a result of this event.